Event description:
No additional information

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3306809. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked at the septum. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2024 the nurse was administering 0.9% ns 500ml with insulin 6u IV drip IV therapy to a patient when she noticed a leak in the middle of the septum fitting and immediately replaced it with a new one.